Event description:
It was reported that at the end of a laparoscopic sleeve gastrectomy procedure, the tip of the trocar cannula cracked and a piece of the tip broke off. It was retrieved. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.